Event description:
It was reported that (1) al326 was used during a lap chole procedure. It was reported by the rep that the device fell apart during the procedure. It is unknown how the case was complete. There was no consequence to pt.